Event description:
It was reported on (B)(6) 2016 that a physician¿s tablet has a broken serial cable. She performed troubleshooting by verifying with a couple tablets that the issue was with the cable. After replacing the cable with a new one the tablet and wand worked fine. No patients were impacted. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.